Manufacturer narrative:
Pump was received with pump error 38 alarm during rewinding. Unable to perform the displacement and self-test. Successfully downloaded history files and traces using thump. No pump error 63 alarm found in the pump history file/trace. Pump error 49 alarm found in the pump history file/trace on 14-sep-2024 at 20:37:35. Pump error 49 alarm due to software error (line number 442 file number 38). Pump was cut open to perform visual inspection and found moisture damage electronic assembly on the pcba 1 and corroded motor home switch. Test sc1-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: no physical damage to the pump case noted. Pump error 63 alarm was not confirmed. Pump error 49 alarm was confirmed due to software error. Pump error 38 alarm due to corroded motor home switch. Moisture damage found on the pcba 1 and corroded motor home switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 63(hardware low level failures), pump error 49(history pointers failed. The history pointers are corrupted). The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. The customer will discontinue the use of the insulin pump. No harm requiring medical intervention was reported. Mmt-1886 was requested and customer response was the device will be returned.